Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture. Reoperation has not been scheduled at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported "possible rupture of breast implants.' Manufacturer of the device is unknown. Device remains implanted. This record is for the left side.